Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially reported as (B)(6), 2014; explant date is unknown. (B)(6 )2014 is the implant date.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in united kingdom as follows: it was reported that the screws have come out of the plates due to excessive coughing. This complaint is for 1 unknown plate. Please note: per facility, exact awareness date is unknown. This report is 2 of 2 for (B)(4).